Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the cannula did not insert into the skin and when the pod was removed the cannula was visible, indicating a needle mechanism failure. Upon further inspection the cannula was found to be bent. The pod was not worn. No impact to the patient's glucose level was reported.